Manufacturer narrative:
Medwatch sent to the FDA on 10/03/2016. The reporter of the event was asked to return the product for analysis and it was indicated that the device was discarded. Device labeling addresses the event of vomiting and dehydration as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Orbera (B)(6) study: safety events were as expected for the orbera group, with the majority of the orbera group reporting gastrointestinal adverse events during the first two weeks after placement. The most common device-related adverse events were nausea and vomiting (74.2%), abdominal pain (54.8%), gastroesophageal reflux (38.7%), lethargy (32.3%), and dehydration (25.8%). These events typically resolved within two weeks. Two subjects experienced 7 serious adverse events which led to removal prior to 6 months. Serious adverse events included: gastroesophageal reflux, vomiting, nausea, and abdominal pain. There were no deaths or unanticipated adverse device effects.

Event description:
Reported as: a patient with the orbera intragastric balloon was "still having problems with vomiting." Patient went to urgent care and got IV fluids along with prescription for potassium due to blood test results noting low potassium values. "The patient has been prescribed various medications throughout her treatment, these would include scopolamine patches, valium, levsin, omeprazole, zofran, and phenergan suppositories. The doctor discontinued the levsin because he felt [the patient] maybe using it too often and was concerned it may cause other issues." The device was explanted.